Event description:
It was reported the lead had been capped and was reusable. An attorney later alleged the patient died as a "result of defect" in the sprint fidelis lead and had "sustained severe physical injuries and death, severe emotional distress, mental anguish." There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Follow up with the manufacturer's representative reported that the surgery was elective, moving the device from the left to the right side to allow for radiation therapy and changing from an ICD to a pacemaker. The sprint fidelis lead was capped and an existing rv lead was used. The manufacturer's representative reported "there was nothing wrong with the lead."

Manufacturer narrative:
The information submitted reflects all relevant data received. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. It is not known if the device was explanted post-mortem. We have no information to suggest the death was device related. The cause of death has been requested, but has not been received.